Manufacturer narrative:
Product analysis #(B)(4) 11:01:52 cdt webmremotews sfdcmnav product analysis task update: tested by date: 2023-05-12 findings and conclusions: the returned clamp has debris in the threads of the adjustment screw but is otherwise intact and functional. The retainer ring has been stretched by turning the screw too far opening the clamp causing some play in the movement of the clamp face. The clamp is otherwise fully functional. Afc: (B)(6) - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the screw was worn out on the spine clamp. There was no patient involvement.